Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to 27 mg/dl. The patient loss their balance and fell. The patient suffered injury from the fall. For treatment, the patient was prescribed norco at 10 mg, to take every 4 to 6 hours. The pod was worn between longer than 48 hours on the abdomen. The patient was still admitted. The pod was discarded.